Event description:
A malfunction occurred, indicated by malfunction code [15-0x277e], and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer, and they were informed about the replacement. Additionally, the customer will use the replacement pump to ensure uninterrupted insulin delivery.